Event description:
The pump was returned for disposal only on (B)(6) 2014 and noted to have been explanted due to eri / eos (elective replacement indicator / end of life). There were no reported device malfunction(s) and / or patient adverse event(s).

Manufacturer narrative:
(B)(4). Analysis of the returned pump indicated a high battery resistance. Drug delivered via the device per analysis findings was baclofen.